Event description:
It was reported that an lcn system had an input dose that was shifted by approx 30% and after interventional procedures on the system, several pts had local skin burns and loss of hair due to excessive x-ray. The system has been recalibrated.